Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/03/2017. Retain product was tested and functioning according to specification. Return product was not available.

Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant crea result on a (B)(6) male patient. There was no patient information available at the time of this report. I-stat result 6.4, lab result 1.7. There are no injuries associated with this event. The investigation is underway.